Event description:
On 10/1/04, the pt contacted lfs alleging that his one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist attempted to reach the pt by phone on 10/04/04 and left a message for the pt to call the mas back. In 2004, the pt reported that he obtained results of 456 mg/dl and 458 mg/dl on the reported meter. He retested and obtained a result of 456 mg/dl. He took insulin following the use of the meter and then began to feel symptoms of shakiness; the dose of insulin taken was not provided. The pt went to the hosp where a blood glucose result of 77 mg/dl was obtained on another device. He ate food and retested; a result of 128 mg/dl was obtained. The pt neither alleged harm nor experienced injury due to the meter. The customer svc rep walked the pt through two consecutive control solution tests, which fell outside the specified control solution range. Based on the two consecutive failed qc tests, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.